Event description:
It was reported that the atrial thresholds increased above 5 v. The pulse generator was programmed to atrial output at 7.5 v. Subsequently the lead was replaced.

Manufacturer narrative:
Na